Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw vent implant (tsvwb10) was returned for investigation. However, one unknown abutment was not returned. Visual evaluation of returned implant identified some signs of use but no apparent malfunction identified. Bone debris on the external threads. Functional testing was performed to check internal threads damaged, in-house devices assembled as intended, no malfunction identified. Pre-existing conditions as noted on the per was none. However, device was located on tooth site #unk and placed/removed the same day. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1233945. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1233945) was performed for similar events and no other similar complaint was identified. DHR and complaint history review could not be performed for the reported unk abutment as the item/lot number was not available. Based on the available information, devices malfunction has not occurred for implant and malfunction for unk abutment could not be verified without its return. Hence, the event was nonverifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Event description:
It was reported that the abutment was loose and damaged internal hex during placement. Tooth location not reported. The patients chart indicated that the abutment was loose so they removed the implant. The implant was placed and removed in the same procedure on (B)(6), 2021. Replaced with a new implant. They could not confirm if it was a separate abutment or the implant mount that was loose in the implant.